Event description:
The treating doctor reported that the patient had symptoms of tooth extraction of ur6. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause provided. Align's clinical review indicates that a review of the available treatment records shows a panoramic radiograph where ur6 had previously undergone endodontic treatment and was restored with a dental crown. The orthodontic treatment included seven aligners, and the programmed movements involving ur6 were minimal. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. The exact date of the event is unknown. Despite reasonable efforts, no conclusive information was available to determine when the event occurred. The date (b3) provided corresponds to the date the event was reported to the manufacturer and does not necessarily reflect the actual date of occurrence.